Manufacturer narrative:
(B)(4). This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the right ventricular (rv) lead became dislodged. The lead was repositioned, however, when it was connected to this pacemaker, there was lots of noise. The lead was pulled from the header, wiped down, header flushed, plugged back into the header and there was still noise. A new device was implanted and there was no noise when connected to the repositioned rv lead. There were no additional adverse patient effects.